Event description:
During a spay procedure of a dog, the clinic technician had a hard time placing the IV catheter inside the vein. When the catheter was pulled out of the dog's skin, it became stuck. When the technician pulled out the catheter, about 5mm of the catheter tip broke off and remained in the dog's skin. The broken piece had to be surgically removed. Per the clinic staff, the dog is doing well. No further information was provided.